Manufacturer narrative:
The device was received for evaluation. During evaluation, the device functioned as intended and did not reproduce the reported ¿powers off intermittently¿. The pump did not power off during use and no visual abnormalities that could cause or contribute to the reported problem were observed. A customer battery module and ac power adapter was not returned with the pump. The event history log was reviewed. An event occurrence date was not provided, however occurrences of ¿improper shutdown!¿ was observed on customer's last day of usage. A "battery depleted!" Message occurred prior to the alarms. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was not determined. The rear case will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off intermittently. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.